Event description:
Boston scientific received information that the patient's home monitoring equipment detected an out of range, low shock impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.